Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their meter not sending the information to their pump. The customer states they were also hospitalized for low blood glucose levels. The customer was assisted with programing the meter and advised to speak with bayer regarding meter troubleshoot. The customer's blood glucose level at the time of hospitalization was 33mg/dl. The customer's most current level was 89mg/dl. The customer states they were given a shot at the hospital. Troubleshoot for the lows were conducted. The customer states the lows were attributed to receiving too much insulin. No further assistance was needed at this time.